Manufacturer narrative:
Investigation: the component has been examined visually and microscopically with a keyence vhx-5000 digital microscope. The hexagon has small usage traces and is workable. The contact surface has a planar imprint. The thread has burrs at the beginning of the thread, abrasion of the thread flanks and a fracture fragment of broken thread turn. Batch history review: the device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available, as well as the result of our investigation, the root cause of the failure is most probably user related. Rational: the screws were, due to their wear traces, several times tightened and loosened which corresponds to our information from the surgery with different problems to manage the situation. There are no hints for the material or design failures. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that due to the thread being damaged on the sw151t and could not connect with the sw011t, the sw003t screws could not be used.